Event description:
Healthcare provider reports, the hemochron response instrument is "not detecting a clot". Customer could not confirm that an actual clot had formed in the assay tube. No adverse event reported. This event occurred outside the united states.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint evaluation.